Event description:
It was reported that a drill bit broke during surgery. There were no consequences or impacts to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04), drill. G2: foreign, event occurred in portugal. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.